Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump alarmed no delivery. His blood glucose was 519 mg/dl at the time of incident. The customer stated that the reservoirs were jamming and that he could not push insulin through them; he was advised that the tubing had to be connected first. The customer is legally blind. The customer was assisted with successfully completing the rewinding and priming sequence; he did not yet treat for the high blood glucose but planned to bolus once he reconnected to his insulin pump. Troubleshooting was declined for the no delivery alarm. The customer was advised to monitor his blood glucose and to call the 24-hour product helpline if any other issues arise. No products were returned or replaced.